Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device delivered nine inappropriate electric shocks and two round of inappropriate anti-tachycardia pacing (atp) due to an episode of an atrial arrhythmia. All available therapy was available was delivered. This device remains in service. The device was reprogrammed. No adverse patient effects were reported.